Event description:
During a shoulder arthroscopy utilizing a osteoraptor 2.9 w/ 2 ub white / black, it was reported that the unit broke inside the patient. The physician retrieved some of the broken pieces using a grasper. Remaining fragments are still in the patient.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).